Event description:
It was reported that, "when trying to attach the femoral nail to the target arm, the two rotation tabs broke off."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.